Event description:
It was reported that the patient had five inappropriate shock less than a week post implant due to t-wave oversensing. The device was programmed off. The doctor will address this event by starting the patient on medication. If this does not work, the system may be replaced trans-venous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. The entire system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects it was reported that the patient had five inappropriate shock less than a week post implant due to t-wave oversensing. The device was programmed off. The doctor will address this event by starting the patient on medication. If this does not work, the system may be replaced trans-venous system. There were no additional adverse patient effects.